Event description:
It was reported that a homechoice automated pd set with cassette disconnected from the heater bag during dwell 4 of 5, causing a leak. The patient was connected at the time of the event. The home patient (hp) stated he did not connect the bag as tightly as he should have, and the line was loose. The hp further stated that he rolled over on the line and pulled the solution bag from the heater. The technical service representative (tsr) assisted the hp with ending therapy. The hp resumed therapy the following night on the cycler. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error where the patient did not connect the bag as tightly as he should have, and the line was loose. The patient then rolled over on the line and pulled the solution bag from the heater. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.